Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: hand dermatitis, runny, ithcy and puffy eyes, and a runny nose. Plaintiff alleges developing a latex allergy.